Event description:
It was reported that a 10x40 absolute pro stent system was deployed at the target lesion in the left iliac artery. The device box and pouch were labeled 10x40. After stent deployment, it was noted that the stent was 10x30. A 10x40 foxcross dilatation catheter was advanced to the distal end of the stent for post dilatation, and upon inflation, it was noted that the balloon extended 10mm beyond the proximal end of the stent. An additional 10x30 absolute stent was deployed to cover the proximal portion of the lesion. Reportedly, there was no significant clinical delay in the procedure. Though requested, additional information was not provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Dil cath: foxcross 10x40. Stent: absolute 10x30. Incorrect anatomy. The device remains in the patient. The lot number was provided. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). The device was not returned, which would have aided in the investigation by allowing measurements to be taken of the distance between the markers located on the stent holder. An implant of an incorrect stent size can be a result of, but is not limited to, manufacturing, incorrect device size selection, incorrect sizing of the target lesion, stent shortening and/or lengthening and/or from an inadvertent part mix up. Reportedly, after stent deployment, it was noted that the stent was a 10x30. Shortening and/or lengthening of a self expanding stent may occur if the delivery system is inadvertently advanced or withdrawn during the time of deployment. In this case, it may be possible that as the self expanding stent was being deployed out from the distal sheath, the delivery system was inadvertently advanced forward slightly causing shortening of the stent within the vessel. This may cause the stent to appear shorter on fluoroscopy. Additionally, anatomical conditions may also contribute to stent shortening or lengthening. An additional 10x30 absolute stent was deployed to cover the proximal portion of the lesion. It was reported that the absolute pro was used to treat the left iliac artery. It should be noted that the product instructions for use states: the absolute pro 0.035 biliary self-expanding stent system is intended for palliation of malignant strictures in the biliary tree. In this case, it could not be determined if the off-label use caused or contributed to the reported complaint. A conclusive cause for the reported event of the stent appearing to be shorter than labeled could not be determined. A review of the device lot history record did not reveal any non-conformities which could have contributed the reported event. During production the stent length is dimensionally inspected and visually verified to be positioned between the marker bands.